Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urgency frequency. It was reported by a basic evaluation patient that their most bothersome symptom was a burning sensation. The patient also mentioned that they slept a lot the day prior to the call after taking pain pills. On (B)(6) 2019, the patient reported that they believed the left lead had moved because they raised the stimulation to the maximum and they could not feel anything. There were no further complications reported/anticipated. The patient reported medical history and stated that prior to this surgery, they always had an urgency as if they had a urinary tract infection constantly. There were no further complications reported/anticipated.